Event description:
A customer contacted baxter (B)(4) regarding re-priming the patient line on the home choice (hc) during use, while the patient was not connected. It was unknown for how long the hc was in use before the problem was noted. The technical service representative (tsr) assisted the home patient (hp) with re-priming the patient line and it was noted that fluid came out the top, which means there was an over-prime. The prime was completed overall and the homechoice met device specifications and was safe to leave in the customer's home. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of an overprime - leak out of patient line was not confirmed and the root cause could not be determined, because the disposable set was not returned to baxter, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the overprime.